Event description:
Additional information was received. It was reported that the causal relationship between the schizophrenia and intrathecal gabalon was unknown. It was indicated that there may be no causal relationship with the intrathecal gabalon. It was previously reported that the pump was used to deliver risperdal, rivotril, zyprexa, and depas; however, upon further review it was determined that these drugs were actually being administered orally. The pump was being used to deliver gabalon. Refer to the report (B)(4) for the initial report of the correct drug information.

Event description:
It was reported that a patient had developed severe schizophrenia with the symptom of auditory hallucination. The severity was ranked a 3 on a scale of 1 to 6. The patient was admitted to the psychology department and was discharged after the symptoms subsided. The patient was hospitalized 'again' for recurred symptoms and was later discharged. The patient has visited the hospital as outpatient. It was reported that the pump, catheter, nor the programmer were the cause of the schizophrenia. It is unknown if the drug caused the schizophrenia. The dose was changed to 170 micrograms on (B)(6) 2012 when the symptoms began. The patient was being infused with risperdal, rivotril, zyprexa, and depas via the pump. It was also reported that volume discrepancies had occurred but all were within spec. On (B)(6) 2012, the actual residual volume (arv) was 9.0ml and the calculated residual volume (crv) was supposed to be 9.4ml. On (B)(6) 2012, arv was 9.0ml and crv was 10.4ml. On 8/7/2012, arv was 8.9ml and crv was 9.8ml. On (B)(6) 2012, arv was 12.8ml and crv was 12.6ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).